Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a modular cable disconnect on (B)(6) 2022. The patient failed to reconnect the modular cable and called emergency medical services (ems) who ultimately were able to reconnect.

Manufacturer narrative:
Section d4: lot number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the modular cable (lot number unknown) being difficult to connect was not confirmed. The provided log file was reviewed; however, no atypical events regarding the modular cable were observed. Event log file data from 24jul2022 was unable to be observed due to the event log file beginning on 30jul2022, and periodic log file data did not capture the reported event, as events were recorded in ~1 hour intervals. Questions regarding the mod cable and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users how to properly connect and disconnect the modular cable. The patient handbook also warns that the pump will stop if the driveline is disconnected. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.